Event description:
A patient underwent a hysteroscopic right tubal closure. The procedure failed when there was a malfunction of the essure insertion device causing the coil not to be released. The coil was misplaced and mutiple unsuccessful attempts were made to locate the coil.====================== health professional's impression======================unsure